Event description:
It was reported by the customer that the bobbins on their 6" roller pump being used as a sucker pump had become loose 3x during the case after racheting down on the tubing. The bobbins appeared to not be holding their position, even though the latch was in the locked position.